Event description:
It was reported that while using bd bactec¿ plus anaerobic/f culture vials, a vial containing a patient sample broke inside the bactec device. No impact to the patient or customer was reported. The following information was provided by the initial reporter: "bottle contained patient sample fluid was contained within the instrument. Reviewed, pending additional information it was reported by the customer that there was a broken bottle in drawer a. Customer problem: customer is reporting a broken bottle in drawer a the bottle broke as the attempted to close drawer. The cleaned up spill and no one was hurt."

Manufacturer narrative:
Medical device expiration date: unknown a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed device manufacture date: unknown.

Manufacturer narrative:
H6: investigation summary: bd was not able to perform an investigation to the retention samples since batch number is unknown. A complaint history review cannot be conducted relating to the incident lot number and the ¿as reported¿ defect code since batch number is unknown. The batch history record could not be reviewed as the lot number is unknown nonetheless batch history records are always reviewed prior to product release. Product insert warnings and precautions sections states that prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depresses septum, or leakage. Vials showing evidence of contamination should not be used. Also prior to use, the user should examine the vial for evidence of damage or deterioration. Vials displaying turbidity, contamination, or discoloration (darkening) should not be used. Customer letter # shq-170 should be provided. Complaint is unconfirmed. No correctives actions were required.

Event description:
It was reported that while using bd bactec¿ plus anaerobic/f culture vials, a vial containing a patient sample broke inside the bactec device. No impact to the patient or customer was reported. The following information was provided by the initial reporter: "bottle contained patient sample fluid was contained within the instrument. Reviewed, pending additional information it was reported by the customer that there was a broken bottle in drawer a. Customer problem: customer is reporting a broken bottle in drawer a the bottle broke as the attempted to close drawer. The cleaned up spill and no one was hurt."